Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem driver fused to the stem during surgery. As a result, a different stem was implanted.